Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine follow up in clinic. The left ventricular lead exhibited noise. The noise could not be recreated in clinic with isometrics or pocket manipulation. The patient was enrolled in merlin.net and would be remotely monitored by the implanting physician office.

Event description:
New information indicates that the right ventricular lead was capped and replaced on (B)(6) 2016.